Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, priming and no delivery tests. There was no excessive no delivery alarm on the device. The insulin pump had scratches on the lcd window, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call no delivery during manual prime and high blood glucose. Customer's blood glucose level was 450 mg/dl. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm during manual prime was performed. Customer changed out their set and reservoirs but the alarm recurred. Customer advised they were unable to resolve the issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.